Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that since using the byte aligners their two front teeth have felt loose and they have slight movement. Feels like they can come out. At check in patient marked true to pain, inflammation, sensitivity, discomfort and loose.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.